Event description:
It was reported that during an unknown procedure that the device tip broke, but not into the patient. Another same like device was used to complete. There was no adverse patient consequence.

Manufacturer narrative:
Eval summary: the analysis results found that the device was returned in good condition. The device was tested with a gen04 and was functional. There were no anomalies noted with the functionality of the device. It could not be determined why the device reportedly malfunctioned. The reported incident could not be recreated nor confirmed. While we were unable to recreate the event.